Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water leakage from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the connecting tube had a dent, a wrinkle, and coating peeling; the control unit had discoloration; due to a pinhole on the bending section cover, water tightness was lost; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the due to wear of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely; the indication on suction connector was peeled; the paint on suction cylinder was peeled; the protector of universal cord on the control section side and on the suction connector side had a scratch; the suction connector had discoloration; the universal cord had a wrinkle. Additionally, the following components had a scratch: control unit, connecting tube, scope cover, right/left knob, scope connector cover unit, suction connector, switch 1, switch box, upward/downward angulation control knob, universal cord, forceps elevator knob, forceps elevator lever, grip, the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.